Event description:
Two variable angle screws were noted as backing out of the plate on x-ray taken 04/2005. Screws had been implanted during an anterior cervical discectomy at c5-c7 along with a 34mm accs plate and peek acf spacers packed with chronos in 2005. The screws were removed and replaced about a month later.